Event description:
It was reported that the pt was unable to adjust the stimulation. Pt had surgery on (B)(6) 2010 to fix the problem and was no longer having problems with her device system. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).